Event description:
Customer reported receiving an error 6 on their precision xtra blood glucose meter. Customer was unable to obtain to continue testing with their meter due to obtaining this error. Customer then reported feeling light headed, and their mouth felt dry. The customer went to their urologist where they were diagnosed with diabetic ketoacidosis. It is unknown if any treatment was administered to stabilize gluclose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.